Manufacturer narrative:
(B)(4) date sent 8/6/2025 d4 batch #m9aa95. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired, and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and five(5) clips were found inside clip track. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, m9aa95, and no non-conformances were identified. Additional information was requested, and the following was obtained: can you confirm that no fragments were left in the patient? I have not had any further conversations re this however they did not state any concerns re fragments being left in patient was the applicator end still attached but not just not functional? They will be able to answer the second question when they analyze the device.

Event description:
It was reported that during an unknown procedure the surgeon deployed 2 clips successfully onto tissue in patient's abdomen. Device appeared to jam on the third attempt, with the clip not deploying. It was taken out of abdomen via the port. The scrub nurse attempted to test the device by squeezing the handle and still no clip was deployed. She observed that part of the metal on the applicator end has come away from the jaws. A new device was opened. There were no patient consequences.